Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that an alert for low unipolar lead impedance on the right atrial lead occurred. The lead remains in use. No patient complications have been reported as a result of this event.